Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood on (B)(6) 2017 with blood glucose of 44 mg/dl. The customer's current blood glucose was 234 mg/dl. The customer states he took a shower and took off his pump and forgot to put it back on and did not hear the pump alarming in the other room. The customer was off the pump prior to hospitalization for less than 48 hours. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.